Manufacturer narrative:
Although the maude report indicated "injury: life threatening", this medwatch is being filed as a malfunction report as there is no indication of any adverse impact to the patient in the event description which states that the pump was still running, and after the controller was exchanged, the patient was sent home in good health. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5040724. A specific cause for the reported damage on the power lead could not be conclusively determined as the device was not received for evaluation. The report was filed anonymously and the serial number was not provided; therefore a device history record review could not be performed. It was indicated in the report that the pump continued to function despite the damage to the power lead from the forceful "yank". The manufacturer is closing its file on this event.

Event description:
The information was received from a maude foi report. Diagnosis or reason for use: battery clips needed for untethered power support on lvad. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no. Patient called on-call vad coordinator in the evening around 9:30 pm. The patient was on batteries and caught one of her controller power cables on something. The "yank" was so forceful, it pulled the controller power lead out along with a piece of the battery clip connector. The piece was on tight and tough to remove or unscrew for the patient and prevented the patient from making a proper connection to another power source with the damaged lead. The vad coordinator informed the patient that she had to come in to the ER and have the situation assessed by circulatory support personnel. After assessing the situation, circulatory support determined the pump had not stopped but the patient had to have her controller exchanged due to the damaged lead. The controller exchange was performed successfully and the patient was given a new battery clip to replace the defective one and sent home in good health.